Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2011; dor: none reported; (left hip).